Manufacturer narrative:
The device was returned and investigated as follows: analysis of bin files confirmed the reported system notice errors 50005 and 50006. Visual inspection showed the presence of blood in the catheter. Pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items described above triggered the fail-safe system (notice errors 50005 and 50006), stopped the injection and disabled the vacuum. A corrective action was initiated to address this issue.

Event description:
A cryoablation procedure was performed using the arctic front catheter. After completing the last ablation, the cryoconsole showed system notice errors 50006 and 50005 (see descriptions below) and blood was seen in the coaxial umbilical. Since the ablations had been completed, the catheter was removed from the patient and the procedure was stopped. No adverse event occurred. System notice error 50006: the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum. System notice error 50005: the safety system has detected fluid in the catheter and stopped the injection.